Event description:
Affiliate reported that during an internal inspection, 2 extra pouches were found in the case.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.